Event description:
It was reported via repair work order that the IV pole could move in an unintended direction due to damaged pivot weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.